Event description:
The catheter was placed 12/12/96 for hyperalimentation via the axillary vein. The tip was reportedly in the superior vena cava on 12/17/96, during assessment, it was noted that the pt was defatting. An x-ray taken ten mins later showed infiltration in the chest. An attempt was made to remove the fluid via chest tube but that was unsuccessful.

Manufacturer narrative:
Returned for evaluation was a 2 fr. Catheter, which measures 23cm in length. During the decontamination process, attempts t flush the catheter were unsuccessful. A milky white fluid is visible in the t-lock extension set. The appearance of the milky fluid is unusual, since the catheter was used for infusion of hyperalimentation, which usually appears clear to light yellow. Lot history review indicated no manufacturing issues or other product complaints of similar nature. All attempts to flush and aspirate the white substance directly from the catheter were unsuccessful. The clinician also reported that the catheter measures 1/2cm longer than it was at placement. However, the original measurement was not given. It appears that the catheter has been trimmed to an overall length of 23 cm. As the catheter could not be tested for leaks due to the substance occluding the catheter, the complaint is inconclusive due to the condition of the returned sample a representative of the manufacturer met with the staff of the user facility on 2/24/97. It was reported that the user facility had been using 2 fr. Catheters for approx five years. It was indicated that the patient in this incident was extremely premature and very ill at birth. The facility discontinued use of this manufacturer's 2 fr. Catheter after this incident and changed to another manufacturer's 2 fr. Catheter. Problems similar to the one reported to this manufacturer were reported to have occurred with the other manufacturer's catheter. The facility stated that it has ruled out a device-related problem and is still using the other manufacturer's catheter. A month-long evaluation of the use of these catheters is being conducted by the user facility. During this time, the user facility is concentrating on making sure that nurses strictly follow hosp protocol. Additionally, the surgeon placing these catheters will suture the catheter to the patient at the suture wing. The facility also plans to bring in a nurse consultant to talk to them about neonatal specialization.